Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx3810mlc was removed on (B)(6) 2019 due to failure to osseointegrate 5 days after implantation. The patient has history of tobacco use and diabetes. The doctor reported pain during explantation. The patient required bone augmentation for the surgery. The patient has recovered without complications.